Event description:
It was reported the pt experienced pain and tingling down the right leg and ankle. The pt had supplemented with oral medications as baseline pain "has been up and down." Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Add'l info - the serial number is included in the range for synchromed el pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.